Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was intubated in the emergency department and then transferred to the intensive care unit. At the time of insertion, no abnormalities were observed; however, the following day the cuff was found to be ruptured. Patient adverse effects were unknown.